Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformance's were identified.

Event description:
It was reported that during a hemorrhoidectomy procedure, when using the stapler pph03, it cut however it did not staple. The surgeon needed to manually do the suture and still had to remove the staples from inside the patient. Patient consequence was not reported.